Event description:
Failure of hinge plate weld causing unexpected movement and distortion in foot section of couch (table). The pt, who was on the table, felt the movement and stepped off the table. The photograph of the hinge plate shows that the plate is still attached, but the weld has peeld away from the main structure. There have been two further reports of this problem (12/2003) from a batch of 75 continental couches (tables) produced by a subcontractor. No injuries have occurred.